Event description:
A medtronic representative reported that, while in a spine procedure, their spine clamp screw became stripped. The stripping occurred in the beginning of the procedure and the surgeon proceeded to use the clamp with the stripped screw for the surgery. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Patient weight not made available from the site. Device lot number, or serial number, not available as part was discarded by the site. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A medtronic representative, following-up at the site, reported there was absolutely no sign of this instrument/clamp. I spoke with the stealth operators, the neuro coordinator, and my counterpart. The new clamp was ordered and put into service, but the old clamp that was replaced is missing. No parts have been returned to manufacturer for analysis.